Manufacturer narrative:
(B)(6). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from march 2017 to september 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The fse visited the site and confirmed the reported smoke/haze issue. The fse evaluated the unit and determined a preventative maintenance (pm) service is required to repair the unit. The repair has not been completed as the unit is out of warranty and the customer did not purchase a pm contract. The customer will be sent a letter informing them that the unit has an outstanding repair and as such it is out of compliance and currently does not meet manufacturer specifications. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4)

Event description:
A customer reported a haze/mist/vapor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.